Event description:
Sales rep reports need to explant and replace a neuromonitor sensor 82-6631 due to failure of the codman icp express unit. Received "29" reading. It is reported that codman icp express may have experienced electrical surge or esd during pt transport but nurse cannot confirm if system failure occurred before or during transport. The need to explant the sensor has been attributed to icp express failure.